Manufacturer narrative:
It is reported the hospital discarded the screws, therefore no product evaluation is able to be conducted on the explanted screws. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, see also 3004485144-2015-00096 and 00098.

Event description:
The sales associate reported the surgeon was using polaris 5.5 on unknown 2015 in a lumbar case. He was using the specialty driver for the standard screws (2000-2445 x2 and 2000-2450 x2). The first two screws were implanted into the pedicle fine. While implanting the next screw he disengaged the driver from the screw and when he inserted the driver back in the same screw to tighten more, the driver was not fully seated into the screw properly, and the screw was inserted through the pedicle laterally, fracturing the vertebral body. The surgeon explanted all the screws and completed the surgery using a different system.